Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: on (B)(6) 2024, while in intensive care, during disconnection of the doran ahp12 extension connected to the bidirectional valve, the male luer of the ahp12 broke off in the female luer of the valve. An air bubble was visualized in one of the ktc lines at the time of breakage. The line was clamped immediately. Proven consequences: the patient showed no clinical signs in the aftermath, and vital parameters were not affected. Resident on call notified: all clear. Line changed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.